Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that there was a ballooning of the silicone segment while on a pump. The nurse found the ballooning when the pump started beeping. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of ballooning of the silicone segment was confirmed. During inspection it was observed that the silicone segment tubing had a slight bulge and discoloration, and was weakened just below the upper fitment. Functional testing via gravity flow and pump infusion resulted in the fluid flowing freely with no ballooning or other issues observed. Ballooning was replicated when giving an IV push without clamping the tubing above the injection port. The root cause of the ballooning was identified as an IV push medication or flush being executed below the pump without first clamping the tubing above the injection port.